Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are:product ID mc1vr01-delsys serial# (B)(4) use by date: 2019-05-28 UDI (B)(4).. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the ipg was repositioned repeatedly due to high thresholds. During those attempts, maneuverability of the delivery system became poor and the deflection button might have had a problem with its operability due to excessive deployment attempts. Therefore, the first ipg was removed and was replaced with a new delivery system and ipg. The second ipg was implanted. In the latter phase of the procedure, an abnormal decrease in blood pressure was observed occasionally during pacing. After the device implantation an ultrasound showed a perforation resulting in cardiac tamponade and effusion. In addition, the patient developed shock. By drainage, about 300cc was discharged. As the patient¿s condition was gradually stabilized, the patient was returned to the ICU. The second ipg remains in use. No further patient complications have been reported as a result of this event.